Event description:
The manufacturer received information alleging an issue related to a bi-pap device's sound abatement foam. Patient alleged respiratory hypertension, sickle cell anemia. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.